Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display screen with static. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could the display looked like the attached picture, colors  distorted and graphics. Fse replaced display assembly. Performed full functional and safety tests.  All tests pass. Replaced main keyboard. Cardiosave iabp completed full, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Device returned for customer use and cleared for clinical use.